Event description:
A 3.5mm diameter x 18mm length ave gfx stent was inserted into the left anterior descending coronary artery of a 75-year old pt with severe coronary artery disease and history of emphysema. Although the target lesion was calcified, predilation with percutaneous transluminal coronary angioplasty was performed with good results. The ave gfx stent was then inserted and deployed at 12 atms, but there remained a residual stenotic area in the middle of the deployed stent. A non-compliant percutaneous transluminal coronary angioplasy balloon was inserted and inflated within the stent to high pressures. After post-dilatation of the stent, it was noted that there was extreme extravasation of contrast from the vessel at the mid distal section of the deployed stent. The pt became unstable with a dramatic decrease in blood pressure resulting from cardiac tamponade. Although a pericardial window was performed, the pt expired. Subsequently, an autopsy was performed, and the info from the pathologist revealed that the vessel appeared "hemorrhagic and thin-walled". In addition, the arterial wall of the target vessel appeared translucent with a small hole located in the mid section of the stent.